Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. According to the complainant, during the procedure the tip of the guidewire detached following several cannulation attempts. The physician located the detached piece with a flouroscope, but was unable to retrieve it. The procedure was completed with a different device with no patient complications. The patient has been reported to have been "stabilized." Update (B)(6) 2011 investigation results have revealed no anomalies with the guidewire, making this event non-reportable. It was confirmed with the site that the correct guidewire was returned.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. According to the complainant, during the procedure the tip of the guidewire detached following several cannulation attempts. The physician located the detached piece with a fluoroscope, but was unable to retrieve it. The procedure was completed with a different device with no patient complications. The patient has been reported to have been stabilized.

Manufacturer narrative:
A visual examination of the returned device revealed no anomalies with the guidewire. No part of the guidewire had detached and no damage was noted. The circumstances under which the costumer states that a fragment from the distal tip detached from the device and that it fell of into the patient cannot be determined since the unit returned presents the distal tip intact. Therefore, the most probable root cause will be documented as "not confirmed". A DHR (device history record) review was performed and no deviation was found. Similar complaint trend review revealed no other complaints reported for lot number 14164571.

Manufacturer narrative:
(B)(4): although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.